Event description:
The device had battery depletion indicated and was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that physician and patient felt the device had rapid battery depletion and was approaching elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.